Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had a missing piece. The insulin pump was cracked near the reservoir compartment and the reservoir will not lock into place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window. The device was received with broken off reservoir tube lip. Reservoir unable to lock in place and unable to perform the displacement test due to reservoir tube lip completely broken off.